Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The investigation has been completed and the alleged wake button issue was verified. The alleged occlusion could not be verified.

Event description:
It was reported that an occlusion alarm occurred and pump shut down. Contact also reported pump wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose (bg) was over 500 mg/dl and ketone level was high. Customer went into diabetic ketoacidosis (dka). Customer was admitted to the hospital and ketones were identified as dangerous by a healthcare provider. Intravenous insulin drip was administered to treat elevated bg and dka. Customer was discharged on (B)(6) 2019 with elevated bg/dka resolved. There was no permanent injury. Customer reverted to manual injections for insulin therapy. Pump system check was performed with tandem technical support and pump was functioning as expected. Pump history showed pump shutdown was due to normal battery depletion as low power alerts/shutdown alarm were identified. Contact acknowledged information.

Event description:
Customer was admitted to the hospital on (B)(6) 2019 and discharged on (B)(6) 2019.